Event description:
It was reported that the patient presented in clinic for unrelated procedure. During procedure, chest x-ray was performed and revealed that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A partial lead, measuring 7.1cm from the connector portion, was returned in one piece for analysis. Visual and x-ray inspections were normal with no anomalies found.